Manufacturer narrative:
Bad (B)(6) 2016. The customer cancelled service call, no service performed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display is not bright. The inability to see and make changes to the patient settings may be detrimental to the patient. No patient involvement reported.